Event description:
The pt was implanted with a left ventricular assist device (lvad). The biomed reports that the pt experienced a low speed hazard event as soon as they tried to connect to a power module with the white lead. The customer is requesting a perc lead evaluation and possible repair. X-rays and log file were requested. Additional info received confirmed from technical services that the pump speed did go down to zero. Therefore, the pump did stop. Technical services was on site today to evaluate the percutaneous lead for a possible repair. Percutaneous lead repair was performed there was a pump stoppage when moving over to grounded cables. The pt was put back on un-grounded cable. The shield had significant degradation throughout lead. Additional info reported that a device tracking form was received, which indicated that the patient received a pump exchange on (B)(6) 2014, due to a driveline short.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The review of the submitted system controller log file confirmed the report of pump speed reductions and low speed hazard alarms. These events correlated with elevations in pump power and average pulsatility index, consistent with a potential percutaneous lead (lead) issue; however, lead wire damage could not be confirmed. Approximately 17¿ of the external portion/distal end of the percutaneous lead was returned for evaluation following the distal end lead replacement. The evaluation of the returned portion of the lead found that all wires were electrically intact and revealed breakdown of the braided shield along the length of the lead. A breach in the yellow wire insulation was noted approximately 0.25¿ from where the lead was cut; however, the damage appeared to be the result of crushing or pinching, which likely occurred during the replacement process. Visual examination and high potential (hi-pot) testing did not reveal any other areas of compromised insulation. The reported issue did not resolve with the distal end lead replacement, and the patient remained on an ungrounded patient cable until receiving a pump exchange on (B)(6) 2014. The heartmate ii lvad, serial number (B)(4) was not returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.